Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the after rebooting, the ventilator generated an alarm indicating an error with the expiration flow meter and it failed the pressure transducer test during pre-use check. The field service engineer confirmed the reported issues on-site and advised the customer to replace the pressure transducer printed circuit board (pcb) and dc/dc & standard connectors pcb. The customer never made a request for repair and it was proposed that the complaint be closed. No further information has been received. The evaluation of received device logs confirms the reported pre-use check failure and technical error on april 09, 20 and 21, 2020. The date of event will be adjusted to (B)(6) 2020. Failed pressure transducer tests suggests a problem with a pressure transducer. A failure of the inspiratory or expiratory pressure transducer may lead to high airway pressure and generation of alarms for peep high or peep low. A malfunctioning pressure sensor may generate false alarms or no alarms when alarms should have been raised. The reported technical error with the expiration flow meter will not affect ventilation. The conclusion is that the reported issues could be confirmed in received device logs. Since no repair was requested and therefore no part was returned for investigation, no root cause could be determined.

Event description:
It was reported that the after rebooting, the ventilator generated an alarm indicating an error with the expiration flow meter and it failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).